Event description:
The customer obtained false positive vitros trop I es results on a pt believed to be negative for trop I based on subsequent serial draw samples. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false positive result was reported, however, the physician questioned the result, no action was taken, and there were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the false positive trop I es result was determined to be user error as a result of pre-analytical sample mixup.